Event description:
It was reported that during use leakage occurred above the luer connector with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: (2 of 2 complaints) again the same complaint received new incident today morning of leakage above the luer connector with same pbbcs 23g lot number 8283766.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Additionally, the photos and retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Additionally, the photos and retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1396080. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that during use leakage occurred above the luer connector with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: (2 of 2 complaints). Again the same complaint received new incident today morning of leakage above the luer connector with same pbbcs 23g lot number 8283766.

Manufacturer narrative:
Medical device type: jka,fmi. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred above the luer connector with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: (2 of 2 complaints.) Again the same complaint received new incident today morning of leakage above the luer connector with same pbbcs 23g lot number 8283766.